Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issues with their infusion sets. The customer's blood glucose at the time of the incident was 474 mg/dl. The customer did not provide any information on treatment of the blood glucose levels. The customer stated that they inserted a set and when they took it off the skin the cannula was not in the body. The customer was assisted with having their infusion sets replaced.